Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The ntw clip delivery system (cds) was advanced with a posterior trajectory. Several attempts were made to grasp both leaflets however were unsuccessful. The clip was inverted and pulled into the left atrium (la), the clip arms were then reverted and the posterior trajectory was corrected by adding plus knob on the steerable guide catheter (sgc) along with m knob on the cds. The cds was advanced into the left ventricle (lv) and the leaflets were able to be grasped. The clip however failed to establish final arm angle (efaa). The clip was closed, unlocked, then relocked and closed but again failed efaa. Troubleshooting was performed but was unsuccessful therefore the cds was removed without issue. A second ntw was able to be implanted, reducing mr to 1-2. After the procedure the first ntw was tested outside the patient and the lock was able to hold. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed during returned device analysis. The reported difficulty grasping leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported difficulty grasping leaflets appears to be due to procedural conditions. A cause for the reported clip opening during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.